Event description:
The device was serviced at the facility. During service, damaged battery was found. Info was not available regarding whether or not there had been any pt injury or need for medical intervention related to the device. No add'l contact info was available.